Manufacturer narrative:
The patient was born on an unspecified date in 1969. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to poor environment/source of water. The same day as event onset, the patient was hospitalized. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter declined to provide further information.

Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics which were discontinued 23 days after event onset. The same day, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.